Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Model #: unk. Implant date: unk. Explant date: unk. PMA/510k: this product is not marketed in the us. Device manufacture date: unk. Claim# (B)(4).

Event description:
An article was published in the journal of cataract & refractive surgery in (B)(6) 2019 titled, '10-year clinical outcomes after implantation of a posterior chamber phakic lens for myopia.' The article states that there were three cases of transient iop increase after icl implantation. Two of 3 eyes were due to angle closure from high vault, which returned to normal iop after icl exchange, and one eye returned to normal iop after using iop-lowering agents for one month. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Patient code 3191 (medical intervention - lens exchange, treatment with medication) should have been included in initial MDR. Claim#: (B)(4).